Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2019-07-31, UDI #: asku. Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-07-03. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller had electrical fault alarms. A driveline connector cleaning was performed. The controller was exchanged and the ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed eight electrical fault alarms logged since (B)(6) 2018 due to an open phase on the rear stator, resulting in the pump running on a single stator (front stator only). As a result, the reported "electrical fault alarm" event was confirmed. A driveline connector cleaning was performed to troubleshoot the electrical fault alarms; however no evidence of contamination was provided. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Additional products: controller 2.0 (B)(4). D10: yes, return date: 2019-04-29 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.